Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow of solution through an unspecified quantity of one-link needle-free intravenous (IV) connectors. During an unspecified process step, it was observed that it was difficult to flush the line through the one-link connector. There was no report of patient injury or medical intervention associated with this event. No additional information is available.